Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported event cannot be determined. The instruction manual of the device states: "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage."

Event description:
It was reported that during an unspecified procedure, the hx-202ur clip came apart inside a patient. The clip went to open, deployed and detached from the catheter exposing the spring. The detached clip was retrieved and the intended procedure was completed using another clip. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
37 brand new and sealed hx-202ur.a quick clips (lot# 96k 27) were returned for evaluation. Eight of thirty-seven hx-202ur quick clips (lot 96k 27) were evaluated due to ¿clip failed to deploy correctly¿ issue. Visual inspection performed on received condition on the 8 of the 37 quick clips. Visual inspection did not find any problems. The handle was manipulated to be able to perform a deployment functional testing. The deployment testing passed with no issues observed. The insertion portion was inspected and did not find any external damages. The handle was manipulated and the movement is consistent and smooth. The yellow tube joint was checked and no damage noted. Based on the evaluation, the reported issue was not able to be confirmed as the device deployment functions operate normally with no signs of abnormalities.